Event description:
(B)(6) 2018, per a report from computed tomography 2; ¿impressions: the filter is tilted to the left anterior with its proximal cone against the ivc wall. The anterior strut penetrates 8 mm through the ivc wall. The left strut penetrates 8 mm through the ivc wall. The posterior strut penetrates 8 mm through the ivc wall. The right strut penetrates 7 mm through the ivc wall.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. 16 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference number 3002808486-2019-01626. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Initial reporter occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Alleged events: example: tilt, vena cava perforation, and migration the reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported leg swelling, abdominal/back/leg pain, and bipolar are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to (B)(4) (device mi), (B)(4) (device qci), (B)(4) (tulip mi), (B)(4) (tulip qci). No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right femoral vein due to pre-bariatric surgery. Patient is alleging vena cava perforation. Patient notes and further alleges experiencing ¿pain in abdomen, pain and swelling in legs and back pain" and "bipolar" disorder. Per the ivc (inferior vena cava) report dated (B)(6) 2014: ¿placement of a gunther tulip ivc filter below the lowest renal vein.¿ per a CT (computed tomography) dated (B)(6) 2018: ¿impression: ivc filter in place with its tip at the level of the confluence of the left renal vein. There is apparent strut penetration of the right lateral strut beyond the wall of the ivc. No evidence of involvement of adjacent structures¿.